Event description:
A malfunction alarm was reported with a code of malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating a normal range. Technical support assisted the customer in resetting the pump, and the malfunction did not occur again. The customer was advised to continue using the pump and to report any recurring malfunctions.